Event description:
A report was received that the patient had charging issue. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that charging was too difficult for patient to keep up. The patient¿s ipg would not hold a charge, was charging more frequently and was charging for a much longer periods of time. Ipg malfunction was not visible to the physician. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had charging issue. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.